Event description:
It was reported that fracture was suspected; however, review of the images sent to st. Jude medical did not confirm a fracture. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.